Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer dropped the pump and the display under the touch screen became cracked and the issue blocked graphics and text. Customer's blood glucose was approximately 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.